Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd syringe experienced different label on product. The following information was provided by the initial reporter, translated from portuguese to english: I'm having problems with your products, with pharmacies, drugstore sp, drogasil and droga raia, defective insulin syringes, and syringes with a different label of the product.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the unspecified bd syringe experienced different label on product. The following information was provided by the initial reporter, translated from portuguese to english: I'm having problems with your products, with pharmacies, drugstore sp, drogasil and droga raia, defective insulin syringes, and syringes with a different label of the product.